Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the pump did not deliver basal insulin as intended and insulin delivery stopped without cause. Tandem technical support reviewed pump data and found out of insulin alarms occurred, and customer did not load new cartridges until a few hours later. Customer acknowledged an out of insulin alarm occurred, pump supplies were change, and shortly after another out of insulin alarm occurred. In addition, it was reported that the pump history displayed incorrect data and showed that it took the customer several hours to replace pump supplies despite customer changing supplies shortly after the pump prompted to do so. Customer's blood glucose level ranged from 140-500s mg/dl. Customer declined to further troubleshoot with tandem technical support.